Manufacturer narrative:
The pump passed the displacement test.. Test p-cap locks properly into the reservoir compartment. All buttons were tested for their functionality and all passed. The pump failed the self test due to appearance of pump error 75. No pump error 28 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed no pump error 28 alarms in the pump history files and traces. Pump alarmed a pump error 75 during testing on (B)(6) 2025 at 09:56:50.000. Pump was cut open to perform visual inspection and found the j6 connector not plugged in properly. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and label damage. Pump error 28 was not confirmed in the pump history files and traces. Unresponsive buttons was not confirmed during testing. Pump error 75 was confirmed during testing due to a j6 connector not plugged in properly. Cosmetic damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range (pump error 28) alarm. Also, the customer reported the pump was damaged and there was no response from any buttons. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was not able to clear the error. Replaced the battery, but the screen remained unresponsive. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.